Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15491. It was reported that the patient presented for revision of both the right atrial and ventricular leads due poor positioning in the arterial system, outside of the cardiac tissue. Both lead were explanted and replaced. The patient was in stable condition.